Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The clip applier instrument was returned and analyzed by failure analysis. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument was able to retain clips through engagement but could not release the clip as commanded. The complaint was confirmed by failure analysis. An additional observation that was not reported by the site was also observed. The instrument was found to have a bent grip and the tip did not align with the other grip.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the medium-large clip applier instrument. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer reported the clips malfunctioned and would not deploy on a medium-large clip applier instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue happened while the surgeon was attempting to clip the vessel. The clips were loaded onto the instrument fine. They used a backup instrument to complete the procedure. There was no patient injury or harm.